Event description:
On 20-feb-2024, bfarm provided boston scientific with a copy of a clinician user report indicating this pacemaker was included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population and premature battery depletion (pbd) was suspected. No further information was provided within the user report. No adverse patient effects were reported. Evidence suggests this device remains in service.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
On 20-feb-2024, bfarm provided boston scientific with a copy of a clinician user report indicating this pacemaker was included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population and premature battery depletion (pbd) was suspected. No further information was provided within the user report. No adverse patient effects were reported. Evidence suggests this device remains in service.' Additional information received indicates this pacemaker was explanted and replaced on (B)(6) 2024. Besides intervention, no other adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
On 20-feb-2024, bfarm provided boston scientific with a copy of a clinician user report indicating this pacemaker was included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population and premature battery depletion (pbd) was suspected. No further information was provided within the user report. No adverse patient effects were reported. Evidence suggests this device remains in service.' Additional information received indicates this pacemaker was explanted and replaced on 20-feb-2024. Besides intervention, no other adverse patient effects were reported. Product return is expected.